Event description:
While using the sound processor, the patient reportedly experienced an overly loud sensation followed by no sound. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing conducted confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.